Event description:
Related manufacturer reference number: 3006705815-2023-02799. It was reported that the patient's previously implant scs ipg was inoperable. Surgical intervention took place where the ipg was replaced with a new scs ipg. However, the new scs ipg was unable to connect to the manufacture representative's programmer after several days. Therefore, surgical intervention occurred again where the new scs ipg was replaced with a different scs ipg.

Manufacturer narrative:
Date of event is estimated.